Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-25559. It was reported the patient has been experiencing positional stimulation since being implanted. The patient also reported only experiencing stimulation when her head is tilted down. During reprogramming, the patient experienced uncomfortable stimulation when her head was tilted down. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.